Event description:
The pt is the same as MFR report# 3001587388-2011-244. As reported in MFR report# 3001587388-2011-244, the first valve was implanted on (B)(6) but extracted on (B)(6), due to occlusion. However, the new valve got occluded again. The dr checked the flow under x-ray and found it was not going into the distal catheter. It was replaced with a new spva on (B)(6). The dr is furious because of these two consecutive incidents. He would like to know if the valve is defective. Please investigate as soon as possible.